Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the leak between the cart and the console. The fse replaced the o-ring provided by the customer, from the cart to the console to resolve the reported issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, thus no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.